Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping up and down. In addition, the customer was having difficulty charging the pump despite the attempt of multiple wall adapters the day of the report. The customer's blood glucose level was 156 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.